Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient's mother reported the patient's infusion set leaked at the infusion site. When the infusion site was removed, the cannula was bent and the site was bleeding. Another infusion set headset was inserted and when it was removed, the cannula was bent and the site was bruised. The patient then switched to a different type of infusion set. The mother stated the patient does not have scar tissue in the area. The infusion sets were inserted by hand and were inserted correctly. The patient did not require treatment from a health care professional or second party to address the issue. The alleged infusion sets were discarded. No product will be returned for evaluation.